Event description:
According to the information, there was a tubing rupture.

Manufacturer narrative:
According to the available information, this inflatable penile prosthesis was implanted in 1996 and revised in 2006 due to a tubing rupture at the pump. A pump was the sole component received for evaluation. Examination and testing of the returned pump revealed the detachment site through the non-serialized exhaust tube to be rough and irregular, indicating stress was exerted. The same rough surfaces were noted on the detached piece of exhaust tube, which was originally attached to the non-serialized strain relief of the pump. No functional abnormalities were noted with the pump. Based on previous qa simulations and examination of the returned product, qa concluded that the rough and irregular surfaces associated with this detachment site indicates that sufficient stress(s) was exerted on the non-serialized strain relief of the pump to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable.